Event description:
It was reported in a journal article that two (2) patients underwent revision total hip arthroplasty (rtha) and experienced a myocardial infarction (heart attack) in an unknown time frame post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign source: switzerland. Literature: journal article: mid-term outcomes following transfemoral revision of total hip arthroplasty for vancouver b2/b3 periprosthetic fractures. 14 november 2014. Thomas schöfl, anna-katharina calek , vilijam zdravkovic , pia zurmühle , andreas ladurner (2021) https://doi.org/10.1016/j.injury.2021.11.036. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The study reported on 2 patients that experienced a myocardial infarction in an unknown timeframe postoperatively. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Side effects of the administration of anesthesia are a known cause of chest pain, EKG changes and mi during the intraoperative and postoperative recovery. Patients are at the highest risk immediately post op, but continue to be at risk for several weeks post op. No product was returned, or pictures provided; device evaluation could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Information and medical records were not provided due to confidentiality reasons. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.